Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "size in upper right corner states 8mm and should state 68mm".